Event description:
Customer reported a past low blood glucose event with a lowest level of 55 mg/dl. Cause was not known. The customer consumed glucose tablets to address the low blood glucose. Ultimately, the customer went to the emergency room. The customer was treated with intravenous fluids of saline. Treatment resolved the issue and there was no permanent damage. The customer was released later that day. Recommendation was made to consult with a healthcare provider regarding diabetes management.